Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. One sample and one photo was provided to our quality team for investigation. Through visual inspection, the barrel was observed to be damaged. The damage prevents the proper seal of the stopper, creating a leak when the stopper moves across this point, verifying the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. While we could not identify a direct issue as the lot was unknown, based on the sample evaluation, it was determined the damage likely occurred during the assembly process. Manufacturing personnel have been notified of this incident to increase awareness and a project was initiated to reduce any reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. CAPA (B)(4) has been opened to investigate and address damage in barrel defect for 50ll ref. 300865 syringes.

Event description:
It was reported while using bd plastipak¿ syringes the product was cracked and leaked. There was no report of patient impact. The following information was provided by the initial reporter: damage to barrel of syringe. Further information to be provided by account representative from the email: "we had trouble with a leaky syringe as it was very hard to see the two lines on the syringe where the damage was."